Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for an MRI, and their implantable cardioverter defibrillator was programmed into MRI mode. During testing, it was noted that the device's battery longevity was much lower than expected. The next day on (B)(6) 2021, the device was interrogated again and the battery longevity was back to expected levels. No intervention was reported. The patient was stable throughout.